Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the chanel/anvil pivots found both rivets missing. Inspection of the single returned pivot rivet showed no evidence that the part was introduced to a riveter as the rivet head and form end were untouched. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, a metal pin fell. They could not identify whether the metal pin fell from the handle or from the reload. Another handle and reload was used to complete the case. The event occurred during the procedure but the product was not used for patient.